Manufacturer narrative:
Investigation conclusion update: it is indicated that the product is not returning for evaluation. Therefore, a review of in-house testing was performed. In-house testing on strip lot 365984a met release criteria. The product performed as expected. Although relevant ncs were noted in the batch record, it did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging discrepant inratio values. (B)(6) 2015 inratio = 1.2; (B)(6) 2015 inratio = 5.7. Patient's therapeutic range unknown. No reported adverse patient sequela. No additional information provided.